Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: (B)(6)2014: the patient underwent surgery for implant of an unspecified bard/davol composix kugel. The patient is making a claim for an adverse patient outcome against the composix kugel. The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: (B)(6)2014 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and composix kugel mesh (device #2). Per operative notes, ¿noted the hernia sac and was dissected free. Had 2 hernias adjacent to each other around the umbilicus. The small hernia was fixed with small ventralex patch (device #1), which was secured with sutures. The other defect was closed with an round ventralex patch (composix kugel - device #2) that was sutured with prolene sutures.¿ (note: in op notes, the device name mentioned as ventralex patch for device #2 whereas the sticker provided identified the product name as composix kugel, hence considering the device #2 as composix kugel) (B)(6)2014 - patient was diagnosed with recurrent ventral hernia thereby underwent repair. Per operative notes, ¿adhesiolysis was carried out. The superior and right lateral edges of the hernia sac were mesh. There was another small defect just above this. A synthetic mesh was then placed.¿ (B)(6)2016 - patient was diagnosed with recurrent incisional hernia thereby underwent robotic-assisted laparoscopic repair with removal of meshes (device #1 & #2). Per operative notes, ¿adhesiolysis was carried out to take down the adhesions from the anterior abdominal wall on other pieces of mesh. Removed a piece of mesh that had gore-tex (device #1 & #2). Defect was closed and a synthetic mesh was then secured using sutures.¿ (B)(6)2016 - patient was diagnosed with symptomatic recurrent incisional hernia, adhesions thereby underwent repair. Per operative notes, ¿some of the adhesions were dense. There was mesh on both sides of this hernia.¿ (B)(6)2017 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with removal of mesh and complex wound closure. Per operative notes, ¿the hernia sac was entered. Taking down adhesions of bowel from the mesh. Old mesh was removed. There were several layers different types of mesh layered over one another. The mesh at the midline was then closed.¿ (B)(6)2018 - patient was diagnosed with incarcerated hernia thereby underwent exploratory laparotomy with repair of recurrent incarcerated incisional hernia and lysis of adhesions. Per operative notes, ¿explanted a large portion of the mesh and remove the bowel from this. Lysed adhesions, separated the bowel from the abdominal wall and mesh, the obstruction was relieved.¿ attorney alleged that the patient had adhesions, mesh migration, pain, hernia recurrence and mesh contraction.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol composix kugel device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 2 months post implant of composix kugel mesh, patient was diagnosed hernia recurrence and adhesions thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Review of manufacturing records shows product was manufactured to specification. Note, the manufacturing date (15-sep-2010) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10 this supplemental emdr represents the mesh ¿ composix kugel (device #2). An additional emdr was submitted to represent the mesh ¿ ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.